Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had a skin irritation under her breasts. The area was described as a burning with broken skin, but not bleeding. The patient's nurse was putting an ointment on the skin and the device was being removed to allow the skin to heal. During a follow up, the patient reported that the skin irritation was much better.